Event description:
It was reported that the renasys touch device would not turn on. No procedure was being performed when this happened hence no patient was involved.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported and the device. A visual inspection was performed and showed a cracked casing. The device initially failed to power on due to depleted battery, the manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Root cause was determined to be a depleted battery. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.